Event description:
Device returned for non-specified repair. No patient impact reported. Repair request escalated to complaint due to return in less than 3 months. On follow-up, it was noted that the malfunction was identified during a procedure and it was confirmed that the detached piece was quickly recovered. It was also confirmed that there was no patient impact.

Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. It was also noted that the leg was bent and cut, the color band was faded and the etching was illegible. It was confirmed that there was no patient impact. Event date estimated. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."